Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door did not open and made a clicking noise during recovery. Each time the door was opened, it failed and required recovery. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed to open. A field service engineer (fse) opened the tower center column and replaced all four door latches with the updated design to resolve the issue. The original latches had worn out mini switches. After replacement, the tower center column was reinstalled and secured. A test application was run on all four tower doors, and each tested successfully. The system functioned as intended after the field service engineer repaired the device.